Manufacturer narrative:
The instrument tracker and patient tracker were both received by the manufacturer for evaluation. Instrument tracker reported problem could not be duplicated. The instrument tracker was connected to a test system and the system remained in green status with no failures. Patient tracker reported problem was confirmed. Test system reported the patient tracker as an unknown instrument. See photos in the attachments. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The trackers were replaced and the issue was resolved.

Event description:
A medtronic representative reported that during an ear, nose, and throat procedure, a suction instrument was unable to be recognized by the navigation system. It was reported that registration was successfully completed, but when the surgeon attempted to use the straight suction instrument with an instrument tracker, the software did not recognize it. The emitter position was adjusted and the system was rebooted, neither of which resolved the issue. The surgeon opted to complete the procedure without the use of the navigation system. The procedure was completed successfully and the patient was not impacted.